Event description:
Related to MFR report # 2183959-2010-00358. A (B)(6) female pt with obstetric trauma was brought into surgery for an acticon implant. During the procedure doctor used omnipaque 300 and sterile water, "the mix was properly done" by the nurse. Doctor implanted the acticon device and the pump did not work. "When the first pump did not work, we asked for ams800 pump shipped from a near by hospital to replace the original acticon pump. When the ams800 artificial urinary sphincter pump did not work, we replaced the cuff and the balloon and tried again without success. As last resort, doctor tried to flush both the original acticon pump and the ams800 artificial urinary sphincter pump with saline water and refilled the system with saline water on sterile table to test if the solution was the cause. The cuff was refilled but at very slow rate (my estimation is that it took more than 20 minutes to loosely refill the cuff)." As a result of troubleshooting the cause the pt was in surgery and under anesthesia for approximately six hours and was not implanted with an acticon device. There were no complications or adverse event observed during the procedure. No other complications mentioned or discussed prior/during/post surgery. The pt seemed ok waking up from anesthesia.

Manufacturer narrative:
This event appears to be related to a product problem. The device has not been returned for analysis. Unable to confirm the reported pump malfunction. Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.